Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2018-05944 and 2134265-2018-05945. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross hd imaging catheter and a pullback sled to view the target lesion. During the procedure, after using the opticross hd imaging catheter several times, the inner catheter could not be retracted into the outer catheter. Moreover, automatic pullback could not be performed. The physician attempted to retract somehow, but eventually, the shaft was bent and usage of the device was discontinued. The procedure was completed with another of the same opticross hd imaging catheter. No patient complications were reported and patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed a kink in the telescope assembly from the femoral marker to the proximal end. It was observed that the catheter flushed normally. The telescope assembly was not able to properly pull back, advance, and retract due to the kink in the catheter. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Same case as 2134265-2018-05944 and 2134265-2018-05945. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross hd imaging catheter and a pullback sled to view the target lesion. During the procedure, after using the opticross hd imaging catheter several times, the inner catheter could not be retracted into the outer catheter. Moreover, automatic pullback could not be performed. The physician attempted to retract somehow, but eventually, the shaft was bent and usage of the device was discontinued. The procedure was completed with another of the same opticross hd imaging catheter. No patient complications were reported and patient's status is stable.